Event description:
It was reported that the device had burnt damage. A 1.25mm rotablator plus was selected for a percutaneous coronary intervention (pci) procedure. The target lesion was very tight. After the second ablation, the physician noted a smoke coming from the sheath from a portion of the device external to the patient. The sheath had a burnt damage and the system stalled. The procedure was stopped. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the 1.25mm rotablator plus was returned for analysis. The burr catheter was received attached to the advancer unit with the rotawire inside the device. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device presented no damage to the sheath; however, the burr was detached and received on the rotawire. Majority of the coil was slightly stretched. The annulus was found to be damaged. The rotawire was able to be removed from the rotablator device; however, due to the burr damage, the burr could not be removed from the wire. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to be rotated with no issues. So additional functional testing was performed by connecting the rotalink advancer to the rotablator control console system. The rotablator advancer was able to reach optimum speed with no stalling or speed issues and no abnormal noises or leaks.

Event description:
It was reported that the device had burnt damage. A 1.25mm rotablator plus was selected for a percutaneous coronary intervention (pci) procedure. The target lesion was very tight. After the second ablation, the physician noted a smoke coming from the sheath from a portion of the device external to the patient. The sheath had a burnt damage and the system stalled. The procedure was stopped. There were no patient complications reported.